Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly and an unexpected reset occurred. Additionally, the pump time was incorrect due to the pump shutdown and reset issues. The customer's blood glucose level ranged from 124-300 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.